Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she was receiving no delivery alarms. The customer's blood glucose was 404 mg/dl at the time of incident. The customer stated that the blood glucose went up to 416 mg/dl. The customer stated that she called her daughter to take her for hospitalization if needed. The customer declined to troubleshoot at the time of call but will call back to troubleshoot for issues. The insulin pump will not be returned for analysis.